Manufacturer narrative:
The investigation is still on going. The results will be provided with a follow-up report.

Event description:
It was reported that man/spont was not working as bag won't fill. Log analysis revealed that a ventilator failure occurred. No injury reported.

Manufacturer narrative:
The error log was analyzed for the reported date of event. The entries indicate that the membrane vacuum pressure that is required to keep the ventilator diaphragm in place was too low. The fabius has reacted to the detected situation as specified- automatic ventilation was stopped and a corresponding alarm was posted. In this case fresh gas delivery (incl. Agent) remains available and the patient can be ventilated using the manual breathing bag. In addition, an entry was found that the system leak test, performed before patient use, was not passed. The device was inspected by a service technician. The reported issue could not be reproduced. All tests were passed and no indication for a device malfunction was found. Based on the results of the log analysis and on-site inspection it can be assumed that most likely an external leakage in the breathing circuit has caused the reported symptom of a bag that cannot be filled and the failed leak test. The root cause for the low membrane pressure can be manifold (e.g. Leak inside the apl bypass valve, leak inside the pump). As during on site inspection no failure was found the exact cause could not be determined. The device was confirmed to be operating per manufacturer's specification and was handed over to the customer without further problems reported. Dräger finally concludes that the fabius behaved as specified upon the detected deviation by shutting down automatic ventilation and alerting the user by means of a corresponding alarm.

Event description:
It was reported that man/spont was not working as bag won't fill. Log analysis revealed that a ventilator failure occurred. No injury reported.